Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for evaluation. Upon visual evaluation, the device appeared to have residue throughout and received with both slides in their initial positions. No other visual anomalies were noted to the device. Upon functional testing top slide able to lock into prime position however pop-up seconds later the device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the left and right bumper was found to be bent/not seated in the correct position. Therefore, the investigation is confirmed for the identified self-activation as the device pop-up seconds later. However, the investigation is inconclusive for the reported failure to obtain sample issue as the functional testing couldn't be performed as the device self activated during the testing. A definitive root cause for the reported failure to obtain samples and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a prostate biopsy procedure, the device allegedly failed to obtain samples. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2025.

Event description:
It was reported that during a prostate biopsy procedure, the device allegedly failed to obtain samples. The procedure was completed using another device. There was no reported patient injury.